Manufacturer narrative:
Site legal name (FDA): holdrege. B.5. Describe event or problem: it was reported that syringe 1.0ml 30ga 1/2in uf 10bag 500cs was unable to inject. This occurred on 3 occasions. The following information was provided by the initial reporter: it was reported the consumer had three needles with no point on them. Also, had difficulty getting the needle in the vial and can not inject into site. D.1. Medical device brand name: syringe 1.0ml 30ga 1/2in uf 10bag 500cs d.2. Common device name: piston syringe d.3. Medical device manufacturer: holdrege d.2. Medical device catalog #: 328411 d.4. Medical device expiration date: 2025-10-31, d.4. Medical device lot #: 0286561, d.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: holdrege. G.5. PMA/510(k)#: k170386. H.4. Device manufacture date: 2020-10-12.

Event description:
It was reported that syringe 1.0ml 30ga 1/2in uf 10bag 500cs was unable to inject. This occurred on 3 occasions. The following information was provided by the initial reporter: it was reported the consumer had three needles with no point on them. Also, had difficulty getting the needle in the vial and can not inject into site.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. A review of the device history record was completed for batch# 0286561. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications noted that pertained to the complaint.

Event description:
It was reported that syringe 1.0ml 30ga 1/2in uf 10bag 500cs was unable to inject. This occurred on 3 occasions. The following information was provided by the initial reporter: it was reported the consumer had three needles with no point on them. Also, had difficulty getting the needle in the vial and can not inject into site.dle 29 gauge.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Root cause description: the root cause is undetermined. Rationale: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that unspecified bd¿ syringe was unable to inject. This occurred on 3 occasions. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported the consumer had three needles with no point on them. Also, had difficulty getting the needle in the vial and can not inject into site.